Event description:
A customer reported a loose connection while using a one link catheter set during infusion. This event occurred during patient use, though there was no patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.